Event description:
Customer reported that a stylet is stuck in a tube. The stylet was accidentally left in the tube while the patient was in ICU and transferred to the surgical floor. They realized the stylet remained in the tube and should have been removed. They are not certain if the tube was clogged, and it is unknown whether the tube was flushed before stylet loading and removal. Since the incident they have performed their own internal in-service. The customer feels the cause was due to their lack of knowledge regarding the use of the stylet. No adverse outcome for the patient was reported. The patient was reintubated with no further consequences.